Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, the balloon popped. The product came in contact with the patient. No other info was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent kyphoplasty at t8 due to compression fracture. No fragment of the ruptured balloon was left inside the patient. The patient was not allergic to contrast medium. No patient complications were reported as a result of the event. The procedure was completed fine.